Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) via a manufacturer's representative (rep) on 2019-apr-16. It was reported that the patient's pump had been filled and it was in use as of the time of the report. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine 0.5mg/ml at 0.1mg/day via an implantable pump. The indications for use were non-malignant pain and chronic low back pain. On (B)(6) 2019 an empty pump reservoir was reported. The patient had been in the hospital for medical reasons unrelated to the pump, catheter or therapy and the refill for the pump got missed. Today, the patient was at the clinic for the refill and the pump was showing empty reservoir. No patient symptoms and no further complications were reported or anticipated.